Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultramini meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue began on (B)(6) 2017 at 09:30pm, and that she obtained results of ¿186 and 310mg/dl¿ on the subject meter, which she felt were inaccurately high in comparison to results of ¿158 and 150mg/dl¿ obtained on another device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with oral medication, diet and exercise and reported that on (B)(6) 2017, she had taken her usual dose of ¿1000mg metformin pills¿. The patient reported that 15 minutes after the issue occurred, she developed symptoms of ¿shakiness, dizziness, light-headed and falling down¿ and that on (B)(6) 2017, she visited the emergency room (ER), however did not receive any treatment whilst in the ER. During the call, it was determined that the meter was set to the correct unit of measure and an approved sample site was used. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.